Event description:
It was reported that during service and repair pre-testing, it was observed that the universal battery charger device would not power any device, had no power light emitting diode (led) and the fan was running when the device was plugged in. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to an electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The catalog number was documented as 05.001.204_dl in the initial report. The catalog number has been updated to 05.001.000_dl. The product code, brand name, common device name, device product code and 510k have been updated accordingly. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as june 19, 2006. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.